Manufacturer narrative:
Customer is using code 128 labels, checksum is always enabled. On (B)(4), 2011, the field service engineer (fse) verified and tested the barcode reader, no issues were detected during testing. System was validated. Based on information provided, the root cause for the barcode misread cannot be determined.

Event description:
The customer initially reported the same barcode label ((B)(4)) was read on 2 different act 5diff cp instruments for 2 different patients on 2 different days (B)(6), 2011 and (B)(6), 2011. The issue was later confirmed by the customer to be a misread, the (B)(6), 2011 sample label was (B)(4) and misread as (B)(4). The customer identified the misread during monthly verification on the lab information system (lis) and found the results and demographics did not match. Results were reported outside the laboratory; however, mismatched results were reported with incorrect names. Instrument / sample printouts were requested, but not provided. The tubes and labels from this event are no longer available. There have been no further incidents reported from this account for this issue. There was no death, injury or change to patient treatment attributed to this event.